Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On march 30, 2007 the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. In 2007 at 7:00 pm the patient obtained a post-dinner blood glucose reading of 129 mg/dl on the reported meter. At that time, the patient was experiencing the symptoms of feeling faint and seeing white lights in her vision. The patient took no action following this reading. The patient then contacted emergency services. When paramedics arrived within a few minutes, they obtained the blood glucose reading of 69 mg/dl or 54 mg/dl using their meter; the patient reported both results. The paramedics advised the patient to eat food. The patient ate canned pears, and felt better afterwards. Twenty minutes later, the patient obtained the reading of 96 mg/dl using the reported meter. Earlier on the day of the event, the patient reported she obtained an expected fasting blood glucose reading of 96 mg/dl. Her expected readings range from 80 mg/dl to 112 mg/dl. It would have been helpful to determine the time of the onset of the patient's symptoms, why the patient contacted emergency services, her medication regimen, if the patient adjusted her doses based on meter readings, her testing frequency, and if the patient was transported to the emergency room. The customer care advocate (cca) determined during the troubleshooting telephone call the patient's testing technique was correct and the metter was programmed for the correct unit of measure. The meter, test strips and control solution were replaced. The patient alleged she obtained an elevated meter while experiencing symptoms suggesting hypoglycemia. The patient received emergency medical attention and treatment with food to resolve the symptoms. Therefore, this complaint is being reported as an adverse event.